Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and shaft and contrast in the balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was returned on the balloon but not between the markers. The stent implant was stretched and mangled 5.5 mm distal to the proximal end of the stent. The proximal end of the stent was located 4 mm proximal to the proximal marker. The balloon was tightly folded and the distal taper was wrinkled. The outer member was separated at the proximal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated 15.5 cm distal to the guide wire exit notch. The fracture face was stretched and jagged. The separated inner member, with the balloon still attached, was returned on the stylet. The inner member was bunched 1 cm distal to the separation for a length of 2 mm. The inner member was wrinkled proximal to the proximal end of the balloon for a length of 4 mm. The soft tip was bunched up to the clear gap. There was a bend in the hypotube 24.5 cm distal to the strain relief tubing. The dimensional test was not done due to the damage noted to the sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified which likely contributed to the reported difficulties. Additionally, it was reported force was applied to the shaft in the attempt to cross the lesion. It should be noted the xience v instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The shaft likely kinked during advancement in the calcified lesion. It is possible the noted shaft damage, separations, and stent damage and mislocation occurred post procedure during packaging, handling and return to abbott vascular for analysis as there was no mention of the damage in the case description or during the inspection prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance, kink and noted damages appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks and damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the target lesion was the distal right coronary artery (rca) with high tortousity and heavy calcification. While attempting to cross the 2.5 x 18 mm xience v stent delivery system (sds) using force the proximal shaft became kinked. The xience v sds was removed from the patient and a new 2.5 x 18 mm it was replaced with another xience v 2.5 x 18. There was no reported adverse patient effect. No additional information was provided. Device analysis revealed that the sds was returned with the balloon separated at the proximal seal and the inner member also separated.